Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: the device is said to have failed under niv ventilation and did not continue backup ventilation.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: the device is said to have failed under niv ventilation and did not continue backup ventilation.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation: the log file investigation revealed that the occurrence could not be traced. The communication breakdown between the interaction panel (ip) and the ventilator unit embedded system microprocessor (vu-esm) may be the most likely source of the issue. At the time of the claimed event, no error codes were recorded which, would confirm that the device failed it niv thearpy. The customer recorded a video for demonstration purposes to prove the malfunctioning behavoir of the device. This video was not recorded during the incident. The video was showing a start-up/rebooting behavoir, which is for the hamilton medical ag investigator the evidence that the device was not delivering the therapy. Root-cause: the most probable root cause may be related to the communication interruption between the ventilator unit embedded system microprocessor (vu-esm). And the interaction panel (ip). With the information available the exact root cause could not be determined. Actions taken: the ventilator unit embedded system microprocessor (vu-esm) was replaced. The software was updated to 1.2.2. Then a software test was performed, which passed with version 1.2.2. The device was then recalibrated and put back into service. The investigator of hamilton medical ag was asking for more information. No further information was provided that could contribute to a more detailed investigation of the incident. Our local partner did no claim/request a rga (returned goods authorization), to investigate the most likely defective part vu_esm. A return of a most likely defective part is not obligatory, it is optional. Therefore, no physical part investigation was performed, from the hamilton medical ag investigator. Venitlation status: according the customer the ventilation turned off/powered off whilst in use. Conclusion: the incident involving the ventilator turned off/powered off whilst in use, could not be definitively attributed to a specific cause. Preliminary measures were taken by replacing the vu-esm, conducting a software check, recalibrating the device, and putting it back into operation.